Manufacturer narrative:
No conclusion code available; final analysis found burn marks on the ac power adapter which resulted in power anomaly.

Event description:
The patient¿s sister reported that the transmitter failed to power up. Attempts to slide the prongs off to reset them and trying two other outlets did not resolve the issue. The transmitter was replaced.